Event description:
The customer reported that during procedure, the surgeon heard an activation tone when nothing was being activated. The surgeon received a shock and the gown was burned at the elbow. They checked the foot switches and no one was near them. Self activation happened twice based on hearing an activation tone with no one pressing the foot pedals. They pulled in new generator and the surgeon completed the case. Several instruments, both bi-polar and mono-polar, were on the patient and plugged into the generator. Though not certain, the site believes it was the bi-polar hand piece that self activated. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date, has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.